Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
The patient was initially implanted with two infrarenal aortic extensions in on (B)(6) 2012. The patient was not initially implanted with a main body device and the infrarenal devices were placed in the right and left common iliacs. Upon follow up on (B)(6) 2015 computed tomography (CT) showed aneurysm growth at the aortic bifurcation. Patient came in for another follow up on (B)(6) 2016 and the CT showed stent migration and continued aneurysm growth at the aortic bifurcation. On (B)(6) 2016 another follow up CT was given and aneurysm growth was confirmed. The patient was asymptomatic at the follow up exam. The patient had a secondary intervention on (B)(6) 2016 where the physician implanted a competitor main body device and two competitor limb extensions. During the procedure the physician identified a vessel dissection and implanted an additional competitor device to resolve the issue. The patient is stable post procedure.